Manufacturer narrative:
Customer material was not received in order to carry out a substantial investigation. This investigation will be closed as no product issue found.

Manufacturer narrative:
The serial number for the accu-chek inform ii meter + rf is (B)(6). The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. The initial result was 468 mg/dl at 11:37 am, with repeat results of 77 mg/dl at 11:39 am, and 73 mg/dl at 11:43 am. The repeat results were deemed to be correct. A 2nd meter was used however, the serial number and results were unavailable.